Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness and had assistance from mother who provided glucose gels and marshmallows. Recommendation was made to consult with a healthcare provider to discuss diabetes management.